Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided initial information regarding the suspected discrepant results and a member of the technical support group was able to perform data analysis. Support attempted to obtain further information regarding event, however, customer was unresponsive. The complaint history was reviewed and there were no previous similar complaints against involved lots. The lot history record (lhr) was reviewed for the lot numbers in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Support is unsure which result they are questioning and reached out 3x for more information, but did not get a response. Root cause was undetermined.

Event description:
Customer reports receiving discrepant results on the cue covid-19 test for home and over the counter (otc) use with reader sn (B)(4). On (B)(6) 2022, customer performed two tests with the cue covid-19 test for home and over the counter (otc) use (lot 25838l) and obtained one positive result and one negative result. On (B)(6) 2022, customer performed two tests with the cue covid-19 test for home and over the counter (otc) use (lot 23101k) and obtained two negative results. Customer retested with lot 25838l on (B)(6) 2022 and obtained another positive result. Support has followed up with the customer for more information 3x for more information but customer has not responded. Customer did not allege whether they believed the positive or negative results were correct.